Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficult to remove was confirmed. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to remove appears to be related to operational context. The guide wire was returned engaged and stuck in the oad. There was significant resistance when attempting to remove the guide wire due to biological material accumulation on the oad driveshaft. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: b5, b7, g3, g6, h2, h3, h6 (component code, type of investigation, investigation findings, investigation conclusions), h11.

Event description:
It was reported that a diamondback peripheral orbital atherectomy device (oad) was used to treat 85% stenosed, moderately calcified, non tortuous proximal left anterior tibial (at) artery. After the use of oad, during removal of the oad over viperwire guidewire, the guidewire became stuck in the device. The oad and guidewire were removed together, causing a delay in the procedure due to the physician needing to attempt to cross the lesion again with a new wire, which was unsuccessful. Due to not being able to re-cross the lesion, the procedure was aborted without fully treating the patient. It is unknown how many treatments were performed prior to oad removal. According to the physician, the delay in procedure was considered to be clinically significant to the patient due to the guidewire being removed and the inability to cross the lesion again with another wire as this led to the procedure not being completed, leaving a significant blockage. In the opinion of the physician, the aborted procedure considered to be clinically significant to the patient as the blockage was not fully treated resulting in need for a second procedure on the patient that would not have been necessary had the wire not been removed. The patient has a follow-up procedure planned and was stable. Additional information was received and the lesion was 85% stenosed, moderately calcified, non tortuous proximal left anterior tibial (at) artery.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional diamondback 360 peripheral orbital atherectomy device referenced in b5 is filed under separate medwatch report number. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that after the use of diamondback 360 peripheral orbital atherectomy device (oad), during removal of the oad over viperwire guidewire, the guidewire became stuck in the device. The oad and guidewire were removed together, causing a delay in the procedure due to the physician needing to attempt to cross the lesion again with a new wire, which was unsuccessful. Due to not being able to re-cross the lesion, the procedure was aborted without fully treating the patient. It is unknown how many treatments were performed prior to oad removal. According to the physician, the delay in procedure was considered to be clinically significant to the patient due to the guidewire being removed and the inability to cross the lesion again with another wire as this led to the procedure not being completed, leaving a significant blockage. In the opinion of the physician, the aborted procedure was considered to be clinically significant to the patient as the blockage was not fully treated resulting in need for a second procedure on the patient that would not have been necessary had the wire not been removed. The patient has a follow-up procedure planned and was stable.